Manufacturer narrative:
A review of the service request indicates that the customer reported multiple system messages on their system. The customer called to cancel the service request as their system operated after rebooting. The customer completed subsequent surgeries. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported multiple system messages displayed during a procedure. A back up laser unit was used to complete the case. There was no harm to the patient.